Event description:
Patient reported to dexcom technical support on (B)(6) 2013 that on (B)(6) 2012 around 3:30 pm, he had experienced a hypoglycemic event and lost consciousness. Patient's co-worker recognized patient was unresponsive and called the paramedics. When the paramedics arrived, patient's co-worker had administered oral glucose and patient was conscious. Patient claims that the paramedics measured his bg at 40 mg/dl while his cgm was reading ~120 mg/dl. Following the hypoglycemic event, patient reports that his mental acuity and memory recollection was diminished. At the time of his communication with technical support on (B)(4) 2013, patient reported that he is in fine condition.